Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not sealing. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g4, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. It was reported that the device did not seal. An associated device issue could not be confirmed. Visual inspection and testing found no potentially c ontributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The most likely root cause could not be I dentified because no problem was detected with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not sealing. Another device was used and worked fine. There was no patient injury.